Event description:
Patient had 6 stents put in because of blockage in the arteries in 2006. Patient has been having problem ever since. He has been in and out of the hospital with sob, chest pain, palpitations.